Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that for the last 17 days, the patient had been having a bad bout of gastroparesis flare up. The patient contacted their managing healthcare provider (hcp) and they could not see the patient until tuesday; the patient had also gone to the ER, but was not able to be assisted. The patient was wondering if they could meet with a manufacturer representative to make sure their device was still working. The patient was redirected to follow up with their hcp to address their medical symptoms and scheduling options with a manufacturer representative. No further complications were reported/anticipated.